Event description:
It was reported that pump declared malfunction alarm 20a during cartridge loading, and cartridge alarm continued to recur even after new cartridge was loaded following proper instructions. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections and continue using current pump as backup, while technical support arranged replacement pump under warranty, provided instructions for storage mode, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device, and instructed customer to return problematic pump using prepaid label within specified time frame.